Event description:
I had breast augmentation in (B)(6) 2016. I have textured nagor anatomical 440cc silicone implants, under the muscle. I am experiencing systemic illness, with the following symptoms: chronic fatigue which has resulted in me sleeping most of the day, vision problems-eye floaters, pain in breast, pain in ribs, breathing difficulties, ibs, allergies, intolerance to foods. I was perfectly fine with before implants. Jaw problems, achy body, fibromyalgia symptoms, neck, back and neck pains, brain fog, the feeling of recovering from the flu every single day and waking up everyday craving sleep because I'm so exhausted. I have no motivation. I used to be a very active happy person but now I'm just trying to get by, day by day, trying to feel normal again. I have had blood tests and scans and everything is coming back ok. FDA safety report ID# (B)(4).